Event description:
It was reported by the clinical instructor that while removing a temporary pacing lead following a coronary stent procedure, the patient developed symptoms associated with tamponade. A pericardial tap was immediately performed with 200 cc of blood withdrawn. The patient's condition did not improve and the patient expired. Anticoagulants had been administered during the stent procedure. The user indicated that this event was not related to the pacing lead itself. The attending cardiologist and cardiac surgeon stated that there is a risk of tamponade with temporary pacing and administration of anticoagulants. The hospital has not been able to locate the pacing lead.